Event description:
Pt switch pumps this morning and after 5 minutes of the pump running, it alarmed with error message. 'No disposal, pump won't run." Pt stated that she looked in her cadd legacy manual and tried to troubleshoot the error , but all her efforts were in vain, so she switched back to her other pump, pt denied any side effects as a result of the malfunctioning pump, and requested for a new pump serial number of malfunctioning pump: (B)(4). Pt will be sent a replacement pump for delivery tomorrow, (B)(6) 2016, a return box will also be sent, so she can send the defective pump back to the pharmacy. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.